Event description:
It was reported that during an ovarian resection procedure, the hand switch was non-functional. The foot switch was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.